Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the battery was exploded inside of the sterile tray before opening. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified the batteries had expulsed inside the sealed packaging. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.